Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected hardware low level failure alarm after an audio anomaly. Blood glucose value was 167 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Device alarmed hardware low level failures error with audio alert during self test and device trace download confirmed hardware low level failures error, problem isolated to the keypad. Device passed the displacement test.